Event description:
On (B)(6) 2021, lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was reading inaccurately erratic. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at 11 a.m., on (B)(6) 2021. The patient claimed obtaining blood glucose readings of ¿200 and 186 mg/dl¿ with the subject device, performed within 20 minutes of each other. The patient manages their diabetes with soliqua (100/33 mcg/ml) and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that later that day at around 5 p.m., she developed a ¿light headache and some shakiness¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. The cca educated the patient on the use of control solution to perform quality control tests. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after the alleged inaccuracy issue began with the subject device.